Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system auxiliary drawer 2.1 pockets failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system main drawer 2.1 pockets failed and there were no issues in auxiliary drawer. A field service engineer (fse) found intermittent pocket failures on all pockets of the enhanced half-height main drawer 2.1. The fse reseated all six row board connectors, both retractor band connectors, and all pockets on drawer 2.1. The fse released all pockets, removed debris, and tested the lids. The fse performed diagnostic testing using hardware test application (hta), and the customer tested the station in the medical application and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.